Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that (3) pcu front cases replaced due to various pcu keypad failures such as power buttons not working. There was no patient involvement.

Event description:
It was reported that (3) pcu front cases replaced due to various pcu keypad failures such as power buttons not working. There was no patient involvement.

Manufacturer narrative:
The customer reported complaint of the (3) pcu front cases replaced due to various pcu keypad failures such as power buttons not working was confirmed. An internal inspection was performed. Each layer of the front cases was removed and inspected for anomalies. Signs of fluid ingress was visible on received keypad. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer. Becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. A keypad test was performed on the returned keypads using cad pcu test fixture. The keypads were installed on the test fixture, powered on and placed in maintenance mode. Keypads that fail to power on the cad pcu test fixture with the system on key had the test fixture keypad utilized to power on in maintenance mode for completion of keypad testing. Electrical failure ¿ design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only keypad was received for investigation.